Event description:
It was reported that a pump is alarming and says upstream occlusion. There are no kinks in the tubing between the pump and medication bag, and all clamps are open. The tubing is straight and the spike is inserted all the way into the medication bag. The patient was instructed to remove the batteries from the pump, clamp the tubing and release the cassette. The tubing was massaged and the cassette was reconnected. The clamp was reopened and the batteries were replaced into the pump. The pump powered back on and the alarm returned with upstream occlusion. The patient was instructed to silence the alarm, remove batteries from the pump, and to clamp tubing closest to the port. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.